Event description:
The customer reported, the system was not turning on. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a blown surge suppressor. He replaced the surge suppressor. The system functions as intended.